Event description:
Additional information was received as follows: it was reported that the stent graft migrated approximately 2-3 cm. Enlargement of the proximal aspect of the elongated aneurysm sac from approximately 36x34mm to approximately 41x37mm with no evidence of an endoleak. The cause of the stent graft migration is unknown; however, it is likely due to aortic neck dilatation. The decision was made to follow the patient as the aaa is not increasing much in size and there is no option for endovascular repair.

Event description:
Additional information was received. A recent follow-up CT now shows that the stent graft has migrated 3 - 4 cm, with no evidence of an endoleak. The maximum aneurysm diameter is currently 4.8 cm. The diameter of the proximal aortic neck is now 36 mm. There is not enough room to implant a cuff, and the situation does not warrant open surgical repair, so the patient will be monitored.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (stent graft migration). Patient's condition affected effectiveness of device (aortic neck dilatation). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (aortic neck dilatation)

Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.3 cm diameter abdominal aortic aneurysm approximately 1 month ago. The right iliac artery measured 2 mm at the aortic bifurcation and narrowed down to 9mm just proximal to the hypogastric artery. It was reported that the bifurcated stent graft was implanted without complication; however, 4 days post implant the patient returned with limb occlusion and this was found to be at the location of the reported narrowing of the right iliac artery. Three days later, fogarty balloon and angiojet thrombectomy was performed after which 2 aneurx iliac stent grafts were implanted on each side above the flow divider. The patient was taken to the patient care unit in stable condition with significant improvement. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation: results: arterial and venous occlusion; narrowing in the iliac artery. Evaluation: conclusion: narrowing in the iliac artery.